Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 30 mmol/l (540 mg/dl). The pod was worn between 24 and 36 hours. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent. Hyperglycemia treated with a new pod. The device was discarded.